Manufacturer narrative:
The pump was received with intermittent button response due to flattened esc button dome switch. There was no button error alarm. The basic occlusion, occlusion, prime and excessive no delivery tests were unable to be performed due to flattened esc button. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of button error on their insulin pump. The customer states they could not clear the alarm. The customer's blood glucose at the time was 43mg/dl. The customer treated with drinking juice. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.